Event description:
Revision surgery occurred on (B)(6) 2024 for a femoral component that was originally implanted on (B)(6) 2023. The entire femoral construct was removed and replaced. It was noted that the hinge of the femoral component was loose. It was also noted that the proximal tibia was fractured and had healed.